Event description:
Received info regarding a cartridge alarm 25 during basal delivery and the load process. Customer's blood glucose was impacted. Customer states blood glucose is high every night and it is not out of the norm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u report will be submitted.